Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specs. As reported, there was no pt harm or injury as the product did not come into contact with the pt. The results of the device eval will be sent into a f/u medwatch. (B)(4).

Event description:
As reported on may 8, 2013, when receiving the device at the medical facility, it was noted one of the device packaging's was open and the device was protruding from the open seal, compromising the sterility of the device. The device was not never used in a sterile setting, hence no harm or injury to a pt due to this event. The device is reported to be available for return to the MFR for eval.